Manufacturer narrative:
Tech service troubleshot with customer who called reporting a generator interface malfunction (gim) communication failure showing up on the infimed computer screen. Tech service tried having the customer power cycle the gim but did not resolve the gim communication error message. Tech service then spoke to the biomed and determined the gim had failed, and provided him part number (B)(4) for a replacement gim. The biomed ordered the replacement gim, service instructed customer on how to update the version to make it compatible with their system and the biomed completed the installation. Biomed then tested for functionality and told service that the system was repaired and that the gim was communicating with the system.

Event description:
Customer reports the system failed with a gim error during a procedure. Staff was able to move the patient to another room and complete the procedure without incident. No reported injury.